Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed repeated ¿38 ¿ insulin, consecutive stalled motor¿ alerts that persisted after multiple restarts, and the device was replaced. Symptoms included no reported impact to blood glucose. Outcomes included continued cgm use and guidance to shut down the device and complete startup on the replacement. Investigation included device history review, trending analysis, and review of service records. Investigation of this case revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.